Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Related case (B)(6) - csc date/time of call 12/24/2025 12:38 pm poc with rn & md: pt. In lung edema, fio2 increased(received lasix). Talked about metric and best practice. Plevel increased from 5 to 6. Impella position was checked by chief doctor. Next poc scheduled for night shift. ICU very thankful for call. Related case (B)(4) - csc date/time of call 12/25/2025 1:47 am nurse has questions about purge bag change, together changed the bag, no further questions. Primary call reason purge system management secondary call reason fluid/cassette/tubing change.